Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31307723l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf (stsf) and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that an error 106 occurred before the procedure. The cable was replaced. The issue was resolved by replacing the stsf catheter to a new one. Then, it was reported that pop occurred when cavotricuspid isthmus (cti) ablation was conducted using a fantasista® japan lifeline (jll) catheter. After the pop, the cardiac cavity was immediately checked with the soundstar. Blood pressure dropped to the 60s. Protamine and noradrenaline was administered. Pericardial effusion was confirmed. Blood pressure raised to the 170's. Blood transfusion was ordered although there are some complaints from the family about the blood transfusion. Drainage was performed and hemostasis was confirmed. Noradrenaline administration was stopped. Blood pressure dropped to the 90s. The patient was scheduled to return to the hcu (high care unit). Atrial septal puncture was performed. Ablation was performed with an stsf catheter at pulmonary vein isolation (pvi), box, and atrial tachycardia (at). Cti ablation was conducted using fantasista®. Steam pop was confirmed. Irrigation was conducted when using jll¿s fantasista®. Steam pop occurred when doing cti ablation with a non-bwi catheter (fantasista®). However, since ablation with the stsf was completed prior, this will be conservatively reportable against the bwi ablation catheter.

Manufacturer narrative:
On 09-aug-2024, additional information was received. It was reported that a biosense webster generator was not used when pop occurred, as a competitor's catheter was used for cavotricuspid isthmus (cti) ablation ((B)(6) was used). Correction to the initial report: corrected UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).